Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device did not properly alert the customer with an error message when it was making rapid beeping noises. The infusion device made rapid beeping noises and the basal rate was displayed on the screen. On another occasion, the infusion device displayed an e-8 error message and the customer never heard the acoustic alarm for this error message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.